Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet would not power on or hold a charge despite placement on the provided charging pad and wall adapter, with the user transitioning to manual fast-acting insulin injections while awaiting resolution; the problem manifested as the display being difficult to read and implicated the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and communication with the user and analysis of information provided by the user. Investigation of this device revealed an ambient light¿related display readability issue and a component-related failure affecting the touchscreen, consistent with the reported medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.